Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal left anterior descending coronary artery that was moderately calcified and heavily tortuous and 80% stenosed. After lesion pre-dilatation, the xience xpedition stent was advanced to the lesion without issue, and the stent implanted. During removal of the stent delivery system a distal end dissection was observed. Another xience xpedition stent was implanted as treatment. Results were very good with timi iii flow without any residual stenosis. There was no adverse patient sequela. No additional information was provided.